Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: neither the device nor images were returned. Medical records were provided. Based on the medical records, the investigation is confirmed for cephalad migration, filter tilt, and a detached limb. The large clot captured by the vena cava filter caused the filter to migrate and may have caused the filter to tilt within the ivc. It is unknown whether the limb detached prior to or during retrieval. The definitive root cause for tilt and limb detachment is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Migrations of filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots and /or dislodgment due to large clot burdens. (B)(4) - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information received:guided fluoroscopy demonstrated the filter had migrated to the level of the hepatic vein with the filter apex tilted against the ivc wall.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records received and reviewed. The patient sustained a massive pe causing him to lose consciousness and fell; the patient sustained a temple fracture with a subdermal hematoma. A left temporal craniotomy was performed; the epidural and subdural hematoma was drained during surgery. CT scan of the chest demonstrated filling defects in the pulmonary arteries. A bard femoral recovery filter was deployed successfully inferior to the renal takeoffs as the patient was identified with dvt and pulmonary emboli prior to filter deployment. The patient was placed on coumadin. Approximately 20 days post filter deployment, a CT scan of the abdomen identified thrombus in the ivc and clot burden at the location the filter. Filter was identified to have migrated to the hepatic of the ivc. The radiologist report indicated the filter migrated due to heavy clot burden in the ivc. A vena cava gram was performed that demonstrated thrombus in the ivc; therefore, no attempt was made to retrieve the vena cava filter. Ultrasound demonstrated bilateral dvt in the left popliteal and posterior tibial vein and chronic dvt in the right popliteal and posterior tibial vein. Ultrasound follow up post one year filter deployment demonstrated subacute dvt in the mid femoral vein and chronic nonocclusive dvt in the right posterior tibial ve in. Approximately five years post vena cava filter deployment, the filter was identified to be tilted against the ivc wall, a recovery cone was used to capture and retrieve the vena cava filter successfully. Guided fluoroscopy demonstrated a detached limb embedded in the ivc wall. A snare device is used to remove the detached limb from the ivc wall. The patient was reportedly hemodynamically stable at the conclusion of the procedure. There was no reported patient injury.

Event description:
It was reported that approximately five years post vena cava filter deployment for history of dvt and pulmonary emboli the filter was retrieve successfully. Guided fluoroscopy demonstrated the filter apex tilted against the ivc wall; guided fluoroscopy demonstrated a detached filter limb embedded in the ivc wall. A recovery cone was used to capture and retrieve the filter successfully; a snare device was used to successfully remove the detached limb. The patient was reportedly hemodynamically stable at the conclusion the procedure. There was no reported patient injury.